Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had stickiness on the surface after reprocessing. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1, e3. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed that foreign material adhered to the control section and foreign material was found inside the air/water nozzle. A definitive root cause of the foreign material was unable to be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.